Manufacturer narrative:
The customer¿s report that the male luer separated was confirmed. Visual inspection revealed multiple cracks on the male luer spin collar and the spin collar was separated from the set. Due to the damage, functional testing could not be performed. The root cause could not be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the male luer lock separated when disconnecting the tubing from the central line .it was reported that there was no tools used to disconnect used and 70% alcohol used to disinfect the port. Although requested there are no other details provided at this time.